Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported treatment stopped on the laser and was restarted to complete the treatment and mistakenly treated the patient again resulting in an overtreatment. Patient has not been seen yet and is not aware of mistake. Upon follow up, patient will be told in person of this repeated treatment and will most likely be treated again in six months to correct this overcorrection.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows: all laser system functions were within specifications at this day. At the day of the event there was one treatment which was programmed but not started. There was 0% progress notified. Laser was not shot. Later on the same day, the same patient, same eye was treated to 100% without any issue. No technical root cause was identified as the product was found to be within specifications. Patient overtreatment can not be confirmed. Logfile review shows first treatment was not started (0%progress, laser did not shot). Second treatment, same patient, same eye was treated to 100% without any issue. The manufacturer internal reference number is: (B)(4).